Manufacturer narrative:
Follow-up # 2 ¿ (09/23/2014). The lay user/patient¿s meter have been returned on 08/19/2014 and evaluated by lifescan product analysis on 09/20/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(4) alleging his one touch ultra 2 meter read inaccurately high compared his feelings and or normal results. This complaint is being classified based on the customer service representative¿s (csr) documentation, since the patient could not be reached by phone to obtain additional information. The patient reported that the alleged inaccuracy began on (B)(6) 2014 at 9:30 a. M. When he obtained a blood glucose reading of ¿10.8 mmol/l¿ with the subject meter. At 11:20 a. M. The patient retested his blood glucose and obtained a reading of ¿7.4 mmol/l¿ with the subject meter. The patient manages his diabetes with insulin (unknown type, self- adjuster). It is not known if the patient made any changes to his usual diabetes management regimen in response to the alleged inaccurate reading(s) obtained with the subject meter. On (B)(6) 2014 at 11:35 a.m. The patient stated that he developed symptoms of ¿hunger, feeling shaky and low blood sugar affecting his head¿. Immediately after, the patient self-treated with food and/or drink. During troubleshooting, the csr confirmed that the subject meter was set to the correct unit of measure setting. The patient did not have any control solution at the time to test the subject meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (09/04/2014). The lay user/patient¿s products have been returned, and were evaluated on 08/29/2014 by lifescan product analysis with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.